Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to edit the amount of insulin units for his requested bolus. Customer's blood glucose level was 200 mg/dl. The customer was unable to provide further information as the issue occurred in the past. Reportedly, tandem technical support educated the customer on editing the amount of units provided.